Event description:
Complainant alleged that while defibrillating a female pt via paddles at 100 joules. The physician observed a large spark emit from the sternum paddle and the device's energy output was out of specification. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that during subsequent testing of the device and paddles used during the event, the reported malfunction was not observed.

Manufacturer narrative:
Zoll medical corp has not received the product, and this complaint is still under investigation. Please reference an attached copy of the user medwatch report.